Event description:
Two 4.0mm ti locking screws 20mm implanted with spacer at anterior sacrum, l5-s1 approximately 6 weeks ago were revealed via x-ray to have backed out. Original surgery was performed both anterior (synthes) and posterior (other manufacturer). Revision surgery was performed for posterior revision only. Synthes screws were left in and no further revision was done to them.

Manufacturer narrative:
No conclusions can be drawn as the product was not returned for investigation.